Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction was able to be cleared. In addition, it was reported that the customer experienced low blood glucose (bg) levels (60 mg/dl). The cause for the reported low bg levels was unknown. Customer drank juice to address low bg levels.